Event description:
Malfunction of a snoreclipse anti-snoring device resulted in 2 small rare earth magnets being released from nose clip into my nose. Apparently, the device which uses a nose clip which is "constructed from an FDA approved biocompatible medical grade material that is very soft and comfortable to wear" -manufacturer's description-, became too soft after repeated use over a 60 day period of time, and the softened material allowed the enclosed magnets to fall out of the nose clip. The magnets then became lodged on my nasal septum, held in place by their mutual attraction to each other. In 2009, I noticed pain in my nose which I mistakenly attributed to the snoreclipse nose clip being too tight. I left the nose clip on my dresser and discontinued its use. Pain inside my nose grew worse over the next week which I thought was a skin boil. Six days later, I noticed the discarded snoreclipse nose clip on my dresser. Upon inspection, I discovered its 2 magnets were missing. I immediately realized that the magnets might be in my nose - I had a previous experience with another one of these identical devices where one magnet was missing, which I never found-. My wife and I attempted to remove the magnets from my nose, which we could touch with small tweezers. But we could not grasp the magnet. We instead went to a local health clinic on the morning of same day - a sunday-. The physician couldn't event see the magnets in my nose, so he had me take 3-xrays to ensure the magnets were still there and where they were located. The x-rays confirmed the existence and location of the 2 magnets in my nose - they were located on my nasal septum in the lower location of the portion -bulb- of my nose. The physician recommended either going to an emergency room or waiting to see an ent physician early the following day. I followed his second recommendation he arranged for an ent physician to see me the morning of the next day - a monday-. The ent physician examined me the same day. He determined that he could not remove the magnets in his office. A local anesthetic for pain would swell the interior nasal tissue, obscuring the magnets from view and preventing their removal. The ent physician determined that I would need to go under general anesthesia at the hospital in order to remove the magnets. The following day, I arrived at the hospital at 5:30am for pre-op for my procedure in the hospital's operating room. At about 7:30am, I was given general anesthesia. The ent physician spent about 20 minutes removing the magnets by holding them simultaneously through teach nostril and sliding one magnet down from the other. He examined my septum and luckily my septum had not been damaged enough to require medical repair. But he did place one stitch on each side to promote proper healing. After recovery, my wife drove me home about 10:30am after about 5 hours at the hospital. The ent physician determined that I visit his office in a few weeks to evaluate the final condition of my nasal septum. The interior of my nose tip continues to have pain today, 4 days after my hospital procedure. I am now responsible for thousands of dollars of medical costs due to using the snoreclipse product. The manufacturer of the snoreclipse device should change its product to prevent this adverse event from ever happening to another consumer. Dates of use: 60 days. Diagnosis or reason for use: to reduce nighttime snoring. Event abated after use stopped: no.